Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalization for high blood glucose of 500mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 220 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The insulin pump did not pass the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms noted. The insulin pump passed the displacement accuracy test. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window.